Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert due to elevated high voltage lead impedance upon interrogation. The programming change was made, but high voltage lead impedance was still elevated. Further evaluation did not allege lead fracture, but defibrillation threshold (dft) testing was discussed. The patient was discharged and will continue to be monitored.